Manufacturer narrative:
The patient's product has been returned and evaluated by lfs product analysis on (B)(6) 2011 with the following findings: the meter involved in this case has passed all testing with no faults found. The complaint was not confirmed (708).the 510(k) # is k082590.

Event description:
On (B)(6) 2012 the patient/lay-user's mother contacted lifescan (lfs) alleging that her daughter was experiencing an issue with her one touch ping meter remote missing bolus results. The (B)(4) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient's mother reported that the alleged issue with the subject meter began on an unspecified time of the morning of (B)(6) 2012. She informed the cca that the bolus information was not recorded in the meter's memory and therefore it was not transferred to the insulin pump. There has been a complaint documented with animas as well, due to this related issue, (B)(6). The patient's mother informed this (B)(4) that her daughter woke up on (B)(6) 2012, tested her glucose obtained a normal result between "80-120 mg/dl" and proceeded to have her breakfast. After breakfast, the patient's mother reported that she entered the bolus amount needed in the meter, based on the breakfast carbohydrate amount. She stated that her (B)(6) daughter manages her diabetes with novolog (pump therapy) and due to the alleged issue there was no changes made to her usual diabetes management routine. The patient's mother claimed 2-3 hour s after the alleged issue started her daughter felt nauseated, dizzy, had a headache, was unable to keep her head up and was being mean. She reported that when her daughter behaves this way, she associates to a hyperglycemic state. At this time, she reportedly checked the pump and realized the meter had not transferred the bolus information and no insulin had been given. The patient's mother immediately tested the patient with the subject meter and obtained a glucose result of over "500 mg/dl". In response to the patient's symptoms and the elevated glucose result on (B)(6) 2012, the patient's mother treated the patient by manually using the pump to administer novolog insulin (unable to recall amount given). There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that there was no information of misuse of the device. Replacement products were sent to the patient. The patient's product has been returned and evaluated by lfs product analysis on (B)(6) 2011 with the following findings: the meter involved in this case has passed all testing with no faults found. The complaint was not confirmed (708). This complaint is being reported because the patient's mother claims the patient obtained a glucose result of over "500 mg/dl" on the subject meter as well as was exhibiting signs of dehydration after the alleged meter issue began.